Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter on the homechoice cassette. This occurred during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.